Event description:
Staff person developed a rash on hands and wrists after wearing the gloves. The rash was resolved within a few days of non-wear, without medical treatment. Secured hypo-allergenic gloves for staff person's use. No further problems.